Event description:
It was reported that the customer experienced a blood glucose (bg) level of 520 mg/dl and ketones. Ketone level identified as life threatening by healthcare provider; cause of bg not known. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous fluids of insulin and saline. Reportedly, the treatment resolved the issue and the customer had no permanent damage. Cts attempted to acquire the release date from the hospital, but the customer declined follow up. System check with tandem technical support confirmed the pump was functioning as intended.